Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter with different size. No patient complications nor injuries were reported.